Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided lot number has not been identified by ihealth labs, inc. As the customer has thrown away the box. The customer has only compared it to other otc test kits biaxnow and genobio. The customer has no plans to take a pcr to verify his diagnosis.

Event description:
Customer called on 10/08/2023 to report receiving a false negative report. "Hello. My name is (B)(6). My phone number is (B)(6), and you may contact me by texting. And I ordered a pack of 5 covid tests through amazon, and they did not work. It wouldn't let me like process a refund or a replacement through the amazon app. It directed me to this phone number and said, to call you guys I I'm just wondering if I can get either a refund or a replacement just to see if they'll pick it up this time, 'cause what happened is. I was testing positive on other brands, but negative on eye health. And now I'm still testing positive on other brands. But I'm out of eye health, and I just feel like I didn't get the right result. So if you could contact me, that would be wonderful. Thank you. "